Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni) results, for two patients, and wash valve motion errors involving the unicel® dxc 600i synchron® access® clinical system. This report is two of two referencing the patient on the event date noted. The customer indicated the elevated result was not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on an alternate access® 2 system, produced a negative result. In addition, the customer reanalyzed all patient samples that were tested during the wash valve motion errors - no questionable results were noted. The patients' samples were collected in lithium heparin tubes and centrifuged at 4,000 rpm (rotations per minute) for five minutes. The customer indicated the sample was clear and analyzed in insert cups through the closed tube aliquoter (cta). A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed bubbles in the dispense probe lines, and inadequate amount of wash buffer in the lines. The fse also noticed the wash valve was not in the home position. The fse removed the precision and wash pumps, then cleaned the pistons and replaced the seals and o-rings. The fse primed the fluidics and noted the dispense probe lines were filled with adequate amount of wash buffer. The fse performed dispense probe tests and completed the washed portion of system check. High sensitivity (hs) system check was also completed successfully. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the seals and o-rings in the wash valve. Replacement of the components corrected the issue with air entering the dispense lines. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00331.